Manufacturer narrative:
The returned device was evaluated. The customer reported that the cannula had dislodged from the infusion site. The investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver insulin. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer report that her blood glucose reached 26.9mmol/l (484.8mg/dl) after wearing the pod between 36 and 48 hours. He noticed the cannula dislodged out of the skin.